Event description:
It was reported that the user experienced frequent low glucose while using the ilet, with outcome reports showing extended pump pauses during daily activities and concerns about insulin stacking; the user reported feeling sweaty and shaky around 100 mg/dl and documented a lowest glucose of 44 mg/dl. Symptoms included hypoglycemia with autonomic signs such as sweating and shakiness. Outcomes included urgent low glucose events and urgent low soon alerts, which were treated with oral glucose. Troubleshooting and education were provided, including guidance to announce snacks as meals when carbohydrate content exceeds 15 grams and review of target adjustments with the trainer. Investigation included review of device-generated outcomes and user-reported use patterns. Investigation of this case revealed no device malfunction reported and suggested user-specific factors, including prolonged pump pauses and snack handling, as potential contributors to the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemic events. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.